Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted at implant. After the lead was in position it took approximately 30 turns to extend the helix, however it appeared as though the helix did not extend at all. The lead was tested via pacing system analyzer (psa) with acceptable measurements however when connected to the device pacing impedance measurements were high and out of range. Noise was also observed. The lead was tested again via psa with high out of range measurements observed. When attempted to remove the lead the helix would not retract with terminal pin rotation. The lead was able to be successfully removed and a new lead was placed. No adverse patient effects were reported.